Manufacturer narrative:
In the previous report, the manufacture missed to capture the information and updated in this report: in box -h: device problem code grid, evaluation results code grid, and conclusion code grid was updated. In box-d: FDA product code and common device name was corrected and date returned was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged tubing and device getting too hot. There was no report of patient harm or injury. The device was returned to a manufacturer product investigation laboratory. The technician confirmed foam particles in the air path during the device evaluation. There were some secondary findings like dust contamination. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.